Manufacturer narrative:
H3: analysis of the lead (product ID 39286-65 lot# serial# (B)(6) revealed that the conductors were broken in the body of the lead within 10 cm of the connector area. Conductors 0, 1 and 3 were broken at approximately 3.3 cm from the proximal end of the marked band. Conductors 8, 9, 10 and 14 were broken at approximately 3.4 cm from the proximal end of the unmarked band. Analysis also identified environmentally assisted degradation of the insulation at the proximal end of the lead. Insulation degradation category 3 on both proximal ends. H6: coding for the lead device codes: c63124 device codes: c63002 device codes: c62828 fdccodes: 4315 fdmcodes: 10 fdrcodes: 3252, 3231 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2020, product type: lead. Product ID: 3550-39, lot#: unknown, product type: accessory. Product ID: 3550-39, lot#: unknown, product type: accessory. Product ID: 39286-65, serial/lot #: (B)(4), ubd: 26-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2020, the patient had surgical replacement their lead due to a change in therapy and "stim malfunction". In pre-op, impedances were checked and 7 were out of range and the remaining had out of regulation (oor). The lead and anchors were returned for analysis. Additional information was received from the rep on february 12, 2020 and stated they discussed / confirmed the information with the physician. They reported the date the patient first noticed the "change in therapy" and "stim malfunction" was unknown. They clarified that "stim malfunction" meant that the patient had reported a change in their stimulation coverage. They confirmed that after the lead was placed, all impedances were within the normal range and the patient was receiving appropriate coverage/effective therapy. No further complications were reported or anticipated.